Event description:
It was reported that the user interface holder broke off. There is no patient information available at this time. (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer (fse) found that different parts of the ventilator were physically damaged. The user interface holder was broken, the on/off switch on the panel printed circuit board was broken, the touch screen was cracked and a capacitor on the backlight printed circuit board was loose. Photographic evaluation of the replaced parts confirms the damages found by the fse. It is unknown under which conditions the reported user interface holder broke but exposure to forces greater than those it was tested for may lead to breakage. The other damaged and replaced parts were a consequence of the user interface holder breakage. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and a total number of 1000 impacts.

Event description:
(B)(4).